Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse did note based on patients neurological standing they were not surprised they were having trouble regulating the temperature in arctic sun device. Normothermia targeted temperature (tt) was 36c, patient temperature (pt) was 32.7c, water temperature (wt) was 40.1c, water flow rate (wfr) was 2.7 l/m. Nurse noted a little earlier water temperature (wt) dropped to 31c even though patient temperature (pt) had been low. Patient temperature (pt) dropped from 35c earlier to now 32.6c. Foley probe running therapy and rectal probe did correlate. Nurse denied any shivering, microshivering or seizure activity. Confirm good pad coverage with no exposed abdomen. Rewarm rate set to 0.5c/hr. Targeted temperature (tt) was changed from 37c to 36c a few hours ago. No alerts/alarms, system diagnostics, outlet monitor temperature (t1) was 37.9c, outlet control temperature (t2) was 37.8c, inlet temperature (t3) was 36c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 64 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 7872.7, pump hours were 7189.7. Trend shows 1 bar trending downward and patient temperature (pt) was now reading 32.5c. Discussed adding warm blankets or bair huggers if ok with protocol. Encouraged to call back if or when water temperature (wt) drops and patient temperature (pt) had not increased so that they can look at the diagnostics in real time. Currently device was responding appropriately. Sn#: (B)(6).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse did note based on patients neurological standing they were not surprised they were having trouble regulating the temperature in arctic sun device. Normothermia targeted temperature (tt) was 36c, patient temperature (pt) was 32.7c, water temperature (wt) was 40.1c, water flow rate (wfr) was 2.7 l/m. Nurse noted a little earlier water temperature (wt) dropped to 31c even though patient temperature (pt) had been low. Patient temperature (pt) dropped from 35c earlier to now 32.6c. Foley probe running therapy and rectal probe did correlate. Nurse denied any shivering, microshivering or seizure activity. Confirm good pad coverage with no exposed abdomen. Rewarm rate set to 0.5c/hr. Targeted temperature (tt) was changed from 37c to 36c a few hours ago. No alerts/alarms, system diagnostics, outlet monitor temperature (t1) was 37.9c, outlet control temperature (t2) was 37.8c, inlet temperature (t3) was 36c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 64 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 7872.7, pump hours were 7189.7. Trend shows 1 bar trending downward and patient temperature (pt) was now reading 32.5c. Discussed adding warm blankets or bair huggers if ok with protocol. Encouraged to call back if or when water temperature (wt) drops and patient temperature (pt) had not increased so that they can look at the diagnostics in real time. Currently device was responding appropriately. Sn#: (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. It was reported that the arctic sun water temperature was behaving erratically. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Baw2800548 rev. 2, baw2800424 rev. 2 was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of this investigation, no additional actions are required. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse did note based on patients neurological standing they were not surprised they were having trouble regulating the temperature in arctic sun device. Normothermia targeted temperature (tt) was 36c, patient temperature (pt) was 32.7c, water temperature (wt) was 40.1c, water flow rate (wfr) was 2.7 l/m. Nurse noted a little earlier water temperature (wt) dropped to 31c even though patient temperature (pt) had been low. Patient temperature (pt) dropped from 35c earlier to now 32.6c. Foley probe running therapy and rectal probe did correlate. Nurse denied any shivering, microshivering or seizure activity. Confirm good pad coverage with no exposed abdomen. Rewarm rate set to 0.5c/hr. Targeted temperature (tt) was changed from 37c to 36c a few hours ago. No alerts/alarms, system diagnostics, outlet monitor temperature (t1) was 37.9c, outlet control temperature (t2) was 37.8c, inlet temperature (t3) was 36c, chiller temperature (t4) was 5.5c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 64 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 7872.7, pump hours were 7189.7. Trend shows 1 bar trending downward and patient temperature (pt) was now reading 32.5c. Discussed adding warm blankets or bair huggers if ok with protocol. Encouraged to call back if or when water temperature (wt) drops and patient temperature (pt) had not increased so that they can look at the diagnostics in real time. Currently device was responding appropriately. Sn (B)(6). Per follow up information received via task on 07may2025, spoke with nurse, who confirmed this had been patient related. Patient had poor prognosis initially. They had added bair hugger and adjusted room heat. Patient was slow to rewarm but eventually reached target temperature and maintained for several days before doctor ordered them removed from the device.